Manufacturer narrative:
Additional information: additional information provided indicated that the patient has not complained of any issue regarding their vision although toric marker were not present on the intraocular lens (iol). It was indicated that the doctor is not thinking, he witnessed that there were no toric marking present on the lens which is needed for placement of iol in capsule(eye). Additional information indicated that the patient¿s visual acuity is ok and patient has no issues. It was reported that the doctor is not going to remove the lens from the patient''s eye to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no similar complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that after injecting the toric intraocular lens (iol), model zct225 25.5 diopter in the patient's capsular bag, and while performing irrigation/aspiration (I/a), as the doctor wanted to align the iol, it was noticed that there were no toric marking dots/anterior cylinder axis marks present on the lens. The doctor used his skill to align the lens. It was indicated that the patient is scheduled for a post-op evaluation on (B)(6) 2019. No additional information was provided.